Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure the surgeon found that the grip cables of prograsp forceps instrument where broken so he exchanged it with a new instrument. There was no fragment that fell into the patient. The fragment was attached to the instrument. No imaging was performed. The procedure was completed robotically with a back-up prograsp forceps instrument. There was no injury to the patient. No foreign body was in the patient.

Manufacturer narrative:
The prograsp forceps instrument has not been returned for failure analysis.

Manufacturer narrative:
The prograsp forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.